Event description:
On (B)(6) 2010, the surgeon performed a right si joint fusion using three ifuse implants. Approx six days post-op, the pt felt a painful "pop" in her buttock and had immediate pain running down the back of her right leg to her calf while sitting down and leaning forward to put on ted hose stockings with the assistance of her husband. A CT scan showed that the inferior implant was positioned too inferiorly. On (B)(6) 2010, the surgeon performed a revision surgery to remove the most inferior implant. The hole created from removal of the implant was not grafted. The pt had complete resolution of the right leg pain and the neural tension signs. The pt's right si joint pain was significantly improved. The pt was satisfied with the outcome and 4 months later had the left si joint fused with the ifuse implant system.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual and fmea, the most probable root cause is improper placement of the implant.